Event description:
The tissue tak head broke off post op. Pt was brought back for post op pain following slap repair of right shoulder. When arthroscopy was performed a tissue tak head and 1/4 of tak body was found floating loose in joint space. This device is used for treatment.